Manufacturer narrative:
The report from the field indicated the following: the patient is a (B)(6) patient who was ten (10) days post right cea (carotid endarterectomy). The patient's medical history included a history of two (2) right hemispheric tia's (transient ischemic attacks) post cea. On (B)(6) 2004, the patient underwent stenting of the right internal carotid artery. The sheath used for the procedure was a 6fr. Shuttle sheath, land the guidewire was a boston scientific filter wire. An attempt to stent the lesion with a boston scientific filter wire. An attempt to stent the lesion with a boston scientific wall stent was unsuccessful. A precise 8 x 30 rx stent was then prepped according to directions with no problems noted. The stent was deployed successfully. Post-procedure, the patient developed signs of stroke in recovery rom. A review of the films revealed the possibility of an air embolus. The patient is currently in stable condition. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
Stroke post stent implantation.